Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Hw20395 was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Log file analysis revealed 20 high watt alarms beginning (B)(6) 2016 confirming the reported event. A small increase in power was observed beginning (B)(6) 2016 but parameters remained within the normal operating range. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the reported event can be attributed to external factors such as thrombus formation. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. From all indications the device operated within specifications and as intended with no indication of any device malfunction. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. H3 other text : device remains implanted

Event description:
It was reported that on (B)(6) 2017, the patient arrived to the clinic with high watt alarms and was found to have a slightly increased hemolysis parameter. The power value was showing 0.3 watts above the normal value of 2 watts. The hemolysis parameters had been showing slight increases since (B)(6) 2016 or (B)(6) 2016 with an lactase dehydrogenase (ldh) of 445. On (B)(6) 2017, a second analysis was performed and showed a small power increase and small 3rd harmonic with an ldh of 600. As a result, a lysis therapy with actilysis was started. After the lysis therapy, the 3rd harmonic could not be seen anymore and the hemolysis parameters were decreasing. Power consumption was back to the previous values.